Manufacturer narrative:
Because the device remains implanted no additional investigations are possible at this time. The manufacturer attempted to retrieve additional information but none was provided to date. Based on the information available, it is not possible to draw a definitive root cause for the reported event. However, per the document review performed, no manufacturing deficiencies were identified with the perceval valve involved in the event. Thrombocytopenia (tcp) in cardiac surgery is a very well-known phenomenon. The etiology is multi-factorial due to multiple factors including hemodilution, blood loss with volume repletion with platelet-poor fluids, platelet activation, consumption and destruction due to contact with foreign surfaces. Tcp following aortic valve replacement (avr) is also a common phenomenon. Patient factors and prolonged extracorporeal circulation all being recognized predictors of tcp following cardiac surgery. Should further information be received in the future, the manufacturer will update this reporting activity as required.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #icv1208 , s/n # (B)(6), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #icv1208) perceval heart valve at the time of manufacture and release.

Manufacturer narrative:
Device still implanted.

Event description:
On (B)(6) 2020, the perceval was indwelled with a midline incision in combination with CABG. Preoperative platelets were 191,000. On the 3rd day after the operation, before discharge, it became 14,000 and 20 units of platelets were transfused. After that, it rose to 94,000, but fell again until the 9th day to 33,000. After that, it gradually increased, reaching 70,000 on the 21st day and 73,000 on the 31st day. The manufacturer was informed that the patient had rich bypass (collateral circulation). Since the chest was opened with avr, a CABG was also performed. However, the graft did not provide blood flow and was occluded. The graft occlusion was not associated with the thrombocytopenia based on the information reported. There was no ischemia even if the graft was occluded. The total cross-clamp time was of 92 minutes.